Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus yel 24ga x 0.75in qsyte-cap y experienced foreign matter contamination noted prior to use with the customer reporting, "there was foreign matter on the needle."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7289383. Our records show that this is the second instance of foreign material being reported for this lot of bd pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. To prevent future occurrence of this issue our facility has retrained our personnel on the appropriate procedures.

Event description:
It was reported that the pegasus yel 24ga x 0.75in qsyte-cap y experienced foreign matter contamination noted prior to use with the customer reporting, "there was foreign matter on the needle."